Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced increased lactate dehydrogenase (ldh) levels, hematuria and decreased kidney function with gradual increase in power over time. The pt underwent a pump exchange from the lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.